Event description:
It was reported that an intepro y mesh was implanted in 2010 and in early 2013 the patient experienced vaginal erosion. A surgery was performed and a portion of the mesh was excised. There were no additional patient complications reported in relation to this event.